Event description:
Customer reported that pump display was frozen, specifically on the sport mode screen, and was unable to be cleared with the button alarm. There was no adverse impact to the customer's blood glucose level, though the specific blood glucose value was not provided. Customer received complete pump reset information from technical support and chose to perform a reset, which successfully resolved the issue.